Manufacturer narrative:
Correction: h6 device problem code. Correction h11: the device was received for evaluation. During functional testing, the customer reported problem of "occlusion error" was not reproduced. However, a review of event history log revealed multiple occurrences "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor calibration out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of occlusion error during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "occlusion error" was not reproduced. A review of event history log revealed multiple occurrences of the downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor values not within the specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.